Event description:
It was reported that the pt received a tka on (B)(6) 2009. On (B)(6) 2013, the pt was revised due to a fracture of the patella peg.

Manufacturer narrative:
Investigation in process.